Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's serter is not releasing the sensor. It was also reported that insulin was not being delivered from the pump because the tubing was found to be detached from the infusion set. Customer reported that the infusion set cannula was bent. Customer's blood glucose reading was 171 mg/dl. Nothing further reported.